Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this right ventricular (rv) lead was part of a system revision due to infection. There were no additional adverse patient effects reported. The rv lead was explanted.

Event description:
Additional information indicates that the patient also had sepsis. Furthermore, the field representative confirmed that this rv lead was not explanted and still functional. No additional adverse patient effects were reported.